Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11779. It was reported a pericardial effusion with tamponade occurred and the patient died. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman ® laa closure device and delivery system was used along with a watchman ® access system. There was no pericardial effusion noted at the beginning of the case and no pericardial effusion after completion of the procedure. The closure device was implanted. The patient was given a dose of warfarin later that night. The next day, the patient was hypotensive. A transesophageal echocardiogram (tee) showed a moderate pericardial effusion, but there was no tamponade. They did not drain the fluid at that time. The baseline creatinine was 1.6 and then increased to 4.8, 70 cc of dye was used. The international normalized ratio (inr) also increased to 6.7. The patient was transferred to the intensive care unit (ICU) for signs of heart failure. 10 days after the initial pericardial effusion, a pericardiocentesis was performed due to tamponade. The patient had a prolonged hospitalization and expired about a month after the implant procedure.